Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported a loud noise followed by a thud then a popping sound coming from the console. The user also reported an electrical burning smell. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.